Event description:
As reported by an affiliate, during coil embolization of middle cerebral artery aneurysms, the physician pushed the 2nd coil, a 6x15 orbit rdfl complex fill ((B)(4)), into the mid portion of the headway microcatheter and it became stuck. They had to remove the coil and microcatheter as a unit, and then noted that the coil had partly stretched. The physician changed to a new coil to complete the procedure. No adverse event occurred.

Manufacturer narrative:
As reported by an affiliate, during coil embolization of middle cerebral artery aneurysms, the physician pushed the 2nd coil, a 6x15 orbit rdfl complex fill ((B)(4)) into the mid portion of the headway microcatheter and it became stuck. They had to remove the coil and microcatheter as a unit, and then noted that the coil had partly stretched. The physician changed to a new coil to complete the procedure. No adverse event occurred. No further procedural information has been obtained with multiple investigative efforts. A non-sterile orbit rdfl complex fill coil system was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped separated from the device. The support coil and gripper were found without damage; just the head piece of the embolic coil was found attached to the gripper, while the rest of the embolic coil was received separated from the device and was found stretched/kinked/broken. The gripper and the headpiece were inspected under microscope. The gripper was found without damage. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. The rest of the embolic coil was found stretched/kinked/broken. The od from the orbit product was measured and was found within specification. The functional testing for insertion into a compatible microcatheter could not be performed since the introducer was found separated of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to advance the coil system through the microcatheter could not be evaluated due to the returned condition of the device. The reported stretched coil was confirmed with analysis. The coil was received separated from the headpiece. Based on there being no report of coil separation or detachment from the user and the receipt of the device outside of the protective introducer, it appears that this condition, which would be readily evident to the user, likely occurred during post procedural handling. It is possible that clinical/procedural factors and the concomitant microcatheter may have contributed to the reported events; however, due to the lack of procedural information and based on the analysis, a definitive root cause conclusion regarding the reported events cannot be determined. With review of the analysis and the device history records, there is no indication of any device manufacturing issues related to the reported events or the damages found on the device. Therefore, no corrective actions will be taken at this time. This is an initial/final report.